Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos sent show blood on the outside of the plunger. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5097397. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd preset¿ syringe with attached needle leaked through the stopper at collection. A photo shows blood passed through the filter on the end of the plunger. No mucous membrane exposure was reported.